Manufacturer narrative:
(B)(4).

Event description:
Procedure: pancreas. According to the reporter: endo gia stapler handle [cat no. Egiaushort] "fired"; the 1st time with a purple 45 stapler [cat no. Egia45amt], but handle seized up with 2nd stapler of same kind. Could not get instrument to fire. Same second 45 purple reload removed and re-seated onto handle and still would not "fire"; new endogia stapler handle opened [cat no. Egiaustnd] and new 45 purple reload [cat no. Egia45amt] placed on handle and the stapler fire. Rn not able to replace with same stapler due to urgency of bleeding at time of needing these products to work. Current patient status: stable did the difficulty result in unintended colostomy, formal laparotomy, re-operation etc.: no there was no unanticipated tissue loss, no unanticipated extension of incision more than 1 inch, and no delay over 30 minutes. Unanticipated blood loss of 500ccs or more? Yes 4,500cc retroperitoneal attachment to the pancreas had oozing during the procedure causing much of the blood loss. The blood loss was confirmed at 4,500cc and the patient did receive 2 transfusions. One was done in the or and also one in the sicu. Device fragment or component falling into the patients cavity? No device fragment left in the patient? No post- op diagnosis: pancreatic mass no reinforcement material was used.

Manufacturer narrative:
(B)(4).